Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Caller states patient tested 3.5 inr on the coaguchek xs pro system while a comparison lab returned as 2.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however, test strips are no longer available; replacement was sent.